Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "we see heparin alerts where a dose was programmed below the minimum limit. We tend to see doses being programmed of 18 units/hr. These were supposed to be doses of 18 units/kg/hr but they get programmed as 18 units/hr. Alaris displays a below minimum dose alert but unfortunately the nurses will sometimes override this alert resulting in significant underdosing of heparin infusions." The customer indicated these were routine infusions of heparin (25,000 units/250ml) there was patient involvement, but no harm reported. The customer made a request for product enhancement: "if we could implement a hard minimum dose limit on heparin and a few other continuous drips. I feel like most field limits (dose, bolus dose, bolus dose administration rate) should have optional hard minimum values that we could utilize to prevent errors when needed".

Event description:
It was reported by the customer "we see heparin alerts where a dose was programmed below the minimum limit. We tend to see doses being programmed of 18 units/hr. These were supposed to be doses of 18 units/kg/hr but they get programmed as 18 units/hr. Alaris displays a below minimum dose alert but unfortunately the nurses will sometimes override this alert resulting in significant underdosing of heparin infusions." The customer indicated these were routine infusions of heparin (25,000 units/250ml) there was patient involvement, but no harm reported. The customer made a request for product enhancement: "if we could implement a hard minimum dose limit on heparin and a few other continuous drips. I feel like most field limits (dose, bolus dose, bolus dose administration rate) should have optional hard minimum values that we could utilize to prevent errors when needed".

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the heparin under infusion could not be investigated since there were no devices returned for investigation. However the user confirmed incorrectly programming the dose and that the alarms were overridden. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. A log analysis of the devices could not be performed due to no devices being returned for investigation. Testing of the devices could not be performed due to no devices being returned for investigation. The alaris user manual (v12.3.2) states that a programming limit or best-practice guideline is determined by hospital/health system and is entered into the system data set. Dose limits can be defined by hospital/health system as hard or soft limits. A hard limit is a programmed limit that cannot be overridden. A soft limit is a programmed limit that can be overridden. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the heparin under infusion was be determined to be the result of a user error. The user reported incorrectly programming the dose and that the alarms were overridden. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.